Event description:
On (B)(6) 2026. A patient underwent an ultrasound guided percutaneous nephrostomy (pcn) procedure. Prior to the procedure, the clinical team inspected the package and identified that the drainage tube interface could not be screwed properly due to an issue with the interface component. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received stating that blocked connection is not an issue that is likely to cause or contribute to a serious patient injury should the event recur and the event is not MDR reportable, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026. A patient underwent an ultrasound guided percutaneous nephrostomy (pcn) procedure. Prior to the procedure, the clinical team inspected the package and identified that the drainage tube interface could not be screwed properly due to an issue with the interface component. The procedure was completed using another device. There was no patient contact.